Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07235. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate calcification perforated the ring when the valve was deployed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in france, it was a case of an implant of 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, it was not possible to cross the native valve despite several attempts. As a result, a contralateral left femoral approach was chosen to pre-dilate the valve using a 24mm balloon, while the 26mm sapien 3 ultra valve remained in the aortic arch. However, due to the use of the incorrect inflator, the valve was deployed instead of inflating the balloon. The valve was unstable because it was too small for the ascending aorta and could not be retrieved into the descending aorta due to a narrow and angulated arch (24mm diameter). After two hours, a second 26mm sapien 3 ultra valve was successfully implanted. To mitigate the risk with the first valve, a 34mm non-edwards valve was deployed in the aortic arch below the brachiocephalic trunk to secure it. Everything eventually returned to normal. However, upon unhooking the patient, blood pressure dropped, followed by two episodes of cardiac arrest. The sonographer found a perforation between the annulus and the right ventricle. The patient passed away in intensive care during the night as a result of this complication. As per medical opinion, the perceived root cause of the annular rupture was calcification which perforated the ring when the valve was deployed.